Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypotension and lethargy post implant. The patient was admitted to the hospital and echocardiocardiogram was performed. It was noted there was moderate pericardial effusion. Patient received a pericardiocentesis without complication. The leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.